Event description:
The customer reported that the springs inside of the alarm are broken and it will not power on. There was no visible damage to the alarm case. No pt injury reported. Inspection of the returned product shows that the alarm does power on, but has no alarm tone when weight is taken off the sensor.

Manufacturer narrative:
(B) (4). Eval, results: eval of the returned product found that the alarm powers on but has no sound when pressure is removed from the sensor pad. The battery springs are bent inside the alarm unit. The magnet function is working. The fail safe function is working. (B) (4).